Manufacturer narrative:
(UDI) is unknown. No information provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Excellent clean board and no physical damage. Force sensor test appeared in event history log. The technician installed the main board in a test pump and powered on. The reported issue was duplicated. The root cause of the reported issue was found to be board was out of calibration. When a new board was installed, a force sensor, size and position calibration needed to be performed. Calibration was not performed per history log review. The board was recalibrated and functioned as intended.

Event description:
It was reported as an out of box replacement but when installed force sensor error appears. No patient injury as reported.